Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), the pace/sense portion of the right ventricular (rv) lead continually slid/pulled out of the header after the setscrews were tightened. Another ICD was implanted successfully. Subsequently, upon inspection of the ICD after the attempted implant, the physician noted the appearance of something in the header that was felt to be keeping the lead from going in all the way. Additionally, when the setscrew was manipulated, the seal plug came off. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation noted that the rv seal plug was partially separated from the header. No foreign material or obstructions were observed in the lead barrels. The df- and df+ seal plugs were intact and the set screws operated normally. A lead was inserted into each lead barrel with no difficulty and each set screw held the lead in place. A series of electrical tests was also performed, and normal device function was observed. Analysis concluded that the rv seal plug separation was a result of induced damage.